Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 40 to 56 mg/dl. Troubleshooting found that the customer was inquiring about the sensor only and did not want to troubleshoot their low blood glucose. No further details given.